Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge onto the pump and resumed insulin delivery after receiving guidance to remove the pump from the case and clean the pneumatic tap area.